Manufacturer narrative:
H3 other text : device not available/returned for evaluation.

Event description:
The manufacturer sales representative reported that the device was un-intentionally activating when magnetic drapes were used during a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The manufacturer sales representative reported that the device was un-intentionally activating when magnetic drapes were used during a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.